Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400488187. The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The history files were read out and analyzed. A flow deviation or rather a free flow could not be not comprehended regarding the history files. During the visual inspection of the perfusor space, all cover caps on the screw pillars were available and undamaged. The seal on the lower housing part was broken. No external damages on the housing parts could be detected. The functional test was performed. The device passed the self test with a positive result. The syringe (type bd plastipak 50/60ml), which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. A functional test was performed. It could not be detected a malfunction of the drive and the drive head. The claws catch the syringe plunger without any problems. During a check of the bolus no malfunction or abnormalities could be detected too. Furthermore it was not possible to detect a malfunction of the lc-display. For an inside investigation the device was disassembled. No damages or soiling could be found. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the functional investigation. The device works according the specification. A product deviation could not be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in netherlands:: "free flow / display malfuction" customer information: the pump had been removed from the station after putting the pump back in the station was the diplay the pump malfunctioned and the display showed a dash the syringe was slowly squeezed out in my opinion I have disconnected the syringe from the patient